Event description:
It was reported that the radiofrequency multigen would not move past the start screen before a procedure. The patient was in the room and being prepped when the procedure had to be canceled. There were no reported adverse consequences or medical intervention.